Event description:
Following placement of a 3-level helix-t plate and screws at c5-t1 in a (B)(6) male on (B)(6) 2011 the right inferior screw was reported to have backed out. The surgeon reported that screws were tightened appropriately. The pt was reported to have had a massive coughing and/or sneezing attack in the days postoperatively. It is unk if this contributed to the event.

Manufacturer narrative:
(B)(4). Review of the intra-operative and immediate post-operative radiographs provided suggest the screws in the inferior plate holes were locked fully. Immediately following surgery, the translational plate was fully extended and no apparent cervical loading had occurred. At some period following the event, the right inferior screw was noted to have loosened. Pt anatomy and/or bone integrity may be contributors; the latest film (date unknown) indicates the interbody implants have subsided into the c5-c6 vertebral bodies. Revision surgery has not occurred. It was also reported that the surgeon was not satisfied with initial plate placement following initial screw placement. It is not known if the removal/replacement occurred in the right inferior screw hole. Root cause is not known. When additional pertinent info becomes available, a follow-up report will be filed. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). "Any conditions that preclude the possibility of fusion are relative contraindications. These include but are not limited to: cancer, fever, mental illness, alcoholism or drug abuse, osteoporosis or osteopenia ¿"